Event description:
After the patient was accessed with the port-a-cath needle, it was noted that the needle was leaking at the top of the needle, near the bend of the needle where the metal meets the plastic. Leakage was also noted at the base of the needle near the insertion site. The needle was removed and the patient was re-accessed with a new needle in order to continue treatment for the day. No harm to the patient.